Event description:
A user facility reported a saline bag back filled at the start of a hemodialysis treatment. Treatment was stopped before the patient's blood reached the dialyzer. The patient's blood was not rinsed back resulting in an estimated blood loss of less than 200cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. No parts were replaced on the machine and machine was returned to service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.